Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what were the indications for surgery? No information. Did the patient receive chemo or radiation therapy? No information. Please explain what is meant by staples of the ventral side were broken. One side. Staples of cut line were malformed. Was there any issues with staple formation in initial procedure? No. Were any other cartridges used? If so, what color? Ecr60b. What is the current patient status? Still in hospital.

Event description:
It was reported that after an open total gastrectomy on (B)(6) 2016, deployed staples of the ventral side were broken and leak occurred on (B)(6) 2016. In the initial operation, the device was used on the duodenum at the 1st firing. The cartridge was blue. No buttressing material was used. The method was roux-en-y. Reoperation was performed in the afternoon of (B)(6) 2016 and balloon catheter was placed. Since the site is inflamed, the doctor is seeing by conservation medical treatment. No additional suture was performed. The patient is still being hospitalized.